Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to startup. Upon troubleshooting fse found that the software problem. To resolve the issue, fse installed a new operating system and application software, restored all system backups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.